Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles. There was no report of harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously marked in section b.2 as "hospitalization (initial or prolonged)" after review, it was determined no hospitalization (initial or prolonged) was reported ,this was incorrectly marked in section b.2. The report should have been sent for product problem only so b2 is unmarked.